Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead pacing impedance measurements were greater than 2,000 ohms. Additionally, increased pacing threshold measurements were observed at 4.1v at 0.5ms. A revision procedure was performed and the rv lead was surgically abandoned and replaced. The device remains actively implanted. No adverse patient effects were reported during the procedure.